Event description:
It was reported that the procedure was to treat an 80% re-stenosed lesion in the anterior descending artery with heavy calcification and moderate tortuosity. The lesion was pre-dilated with a 2.50x30mm nc trek balloon dilatation catheter (bdc). Then, the 2.50x48mm xience xpedition stent delivery system (sds) was attempted to advance; however, had difficulty crossing the lesion due to the anatomy. The sds was removed and the struts of the stent were noted to be crushed and a separation was noted on the shaft. Therefore, another 2.50x48mm xience xpedition sds was attempted to be advanced to the target lesion and may have failed to cross the lesion or may have reached the lesion, but deployment was not attempted as the stent struts were crushed and the shaft was stretched. The device was removed without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information has been provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation and stretching (shaft) were confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, moderately tortuous and 80% stenosed lesion causing the reported difficulty to advance. After removal of the device the stent was noted to be damaged likely due to interaction with the difficult anatomy during advancement. Additionally, the shaft was reported to be stretched. It is likely handling and/or manipulation of the device during the procedure resulted in the reported shaft stretching. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience xpedition referenced in b5 is filed under a separate medwatch report number. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.